Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. This patient having had a radical hysterectomy underwent more extensive dissection and more aggressive tissue removal than a standard hysterectomy. Her surgery was a radical one and similar complications can occur with non robotic operations of this nature. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci radical total hysterectomy, bilateral salpingo oophorectomy, pelvic and peri-aortic lymph node dissection with nerve sparing procedure on (B)(6) 2011, for stage 1, b-1 squamous cell carcinoma of the cervix. Isi was provided with the operative report. Additional information provided includes follow up procedure and operative notes that entail the diagnosis and treatment of a left ureterovaginal fistula and left ureteral stricture. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2011, the patient had left sided pain. She was found to have a left ureterovaginal fistula. On (B)(6) 2011, a percutaneous left nephrostomy tube was placed to decompress the kidney. On (B)(6) 2011, the nephrostomy tube was changed. On (B)(6) 2011, a left ureteral reimplantation was performed. The patient's current condition includes frequent urinary tract infections with bladder spasms and reports painful intercourse. The patient currently is no longer able to run for exercise.